Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges the chair tipped backwards when she put the headrest all the way down. She had to call paramedics to get her up off the floor. Also, alleges the massage feature stopped working and makes a slight buzzing noise when hitting the buttons.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer alleges the chair tipped backwards when she put the headrest all the way down. She had to call paramedics to get her up off the floor. Also, alleges the massage feature stopped working and makes a slight buzzing noise when hitting the buttons.